Manufacturer narrative:
(B)(6).

Event description:
The customer reported non-invasive mode could not be used. The fse clarified that the operator could not use the non-invasive mode due to an operation error; the mask was leaking due to the leak valve on the mask was left open. The customer reported there was no patient involvement.